Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 350mg/dl and diabetic ketoacidosis. The customer had symptoms such as nausea and treated with an IV. Customer indicated that a plastic piece of the pump at the belt clip is missing. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. He customer was also advised that the device would be replaced and to return the product for analysis. There was no further information provided by the customer or by troubleshooting.